Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event can't be recreated as the product was not returned. However pictures were received which show the unsealed packaging and confirm the event. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 40x1, lot number a741cl1109 were manufactured on 3rd april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Only this complaint has been recorded for refobacin bone cement r 1x40g, lot number a741cl1109 on the reported event within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that inner aseptic packaging is opened on the corner before the surgery. No clinical patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that inner aseptic packaging is opened on the corner before the surgery.